Event description:
Client reports the backrest of the chair fell back leaving him laying flat. No injury was sustained but he was not able to operate the chair or sit up without assistance.

Manufacturer narrative:
The DHR for s/n (B)(4) was reviewed, chair met all specifications before distribution. The recline actuator has been returned to the component supplier for evaluation. A new actuator was installed on the clients chair and is working as intended. If more information is obtained from our investigation we will submit a follow up report.